Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the uterine manipulator when place perforated the right lower uterine segment'), device breakage ('fallopian tube implants were present bilaterally. The left was removed separately in pieces') and pelvic pain ('physical pain\pelvic, pain') in a 36-year-old female patient who had essure (batch no. C06463,c06483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement with endometrial ablation" on (B)(6)2015. The patient's medical history included depression, anguish, menorrhagia, irregular periods, acute bronchitis, myopic astigmatism, bacterial vaginosis, bipolar I disorder, carpal tunnel syndrome, cervicalgia, coccydynia, migraine, gastrooesophageal reflux disease, hemorrhoids, herpes simplex, human papilloma virus infection, hyperhidrosis, low back pain, major depression, menorrhagia, muscle strain, nephrolithiasis, nicotine dependence, obesity, obstructive sleep apnea syndrome, pap smear abnormal, plantar fasciitis, polycystic ovarian syndrome, vaginal discharge, drug allergy, penicillin allergy, endometrial polyp, abdominal wind, menses delayed, uterine scar, yeast infection of the skin, generalized pruritus and nulliparous. Concurrent conditions included chills, hot flashes, vaginal odor, dysuria, urinary incontinence, incontinence, flank pain, suprapubic pain, vaginal itching, dyspareunia, decreased appetite, breast burning, pruritus breast, localised itching, skin lesion, ear pruritus, lightheadedness, dermatofibroma, dermatitis, seborrheic dermatitis, lichen planus, tinea pedis, intertrigo, tobacco abuse and post procedural pain. Concomitant products included betamethasone valerate, celecoxib, citalopram hydrobromide, clobetasol, desonide, fluocinonide, ketoconazole, omeprazole, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), terbinafine, topiramate, tramadol and valaciclovir hydrochloride (valacyclovir mylan). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced vaginal infection ("vag. Infect") with vaginal discharge and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), rash ("rash/skin condition: rashes"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("rash/skin conditions type: pruritus"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). In 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), skin disorder ("rash/skin condition"), depression ("psychological or psychiatric problems condition: depression, psych injury"), migraine ("migraine") and headache ("headaches"). The patient was treated with fluconazole (diflucan), metronidazole, nystatin and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, device breakage, depression, vaginal haemorrhage, urinary tract infection, anxiety, pruritus, dysmenorrhoea, alopecia and bladder disorder outcome was unknown and the pelvic pain, abdominal pain, the last episode of menorrhagia, allergy to metals, rash, skin disorder, urinary tract disorder, vaginal infection, migraine, headache and weight increased had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, headache, migraine, pelvic pain, pruritus, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: received treatment for pain- pelvic/abdominal, bleeding- menorrhagia (heavy menstrual bleeding).nickel allergy, bladder/urinary problems- urinary probs., vag. Infect., vag. Discharge, migraine, headaches, weight gain. She did not follow-up for her 3 month hsg after her essure procedure. Discrepancy noted essure confirmation test(s) conducted: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: urinary tract infection, vaginal discharge, nickel allergy, pelvic pain, weight gain, vaginal infection, abdominal pain, rash, vaginal bleeding, pruritus, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: reporter information, essure lot number added. New events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, previously reported event psych injury clubbed to psychological or psychiatric problems condition: depression, mental anguish, rash/skin conditions type: pruritus, dysmenorrhea (cramping), hair loss, bladder problems added. Medical history, concurrent conditions and concomitant medications added. Mr received: events essure placement with endometrial ablation, uterine perforation and device breakage added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the uterine manipulator when place perforated the right lower uterine segment'), device breakage ('fallopian tube implants were present bilaterally. The left was removed separately in pieces') and pelvic pain ('physical pain\pelvic, pain') in a 36-year-old female patient who had essure (batch no. C06483-inv, c06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement with endometrial ablation" on (B)(6) 2015. The patient's medical history included depression, anguish, menorrhagia, irregular periods, acute bronchitis, myopic astigmatism, bacterial vaginosis, bipolar I disorder, carpal tunnel syndrome, cervicalgia, coccydynia, common migraine, gastrooesophageal reflux disease, hemorrhoids, herpes simplex type ii, human papilloma virus infection, hyperhidrosis, low back pain, major depression, menorrhagia, muscle strain, nephrolithiasis, nicotine dependence, obesity, obstructive sleep apnea syndrome, pap smear abnormal, plantar fasciitis, polycystic ovarian syndrome, vaginal discharge, drug allergy, penicillin allergy, endometrial polyp, abdominal wind, menses delayed, uterine scar, yeast infection of the skin, generalized pruritus and nulliparous. Concurrent conditions included chills, hot flashes, vaginal odor, dysuria, urinary incontinence, incontinence, flank pain, suprapubic pain, vaginal itching, dyspareunia, decreased appetite, chest burning, pruritus breast, localised itching, skin lesion, ear pruritus, lightheadedness, dermatofibroma, dermatitis, seborrheic dermatitis, lichen planus, tinea pedis, intertrigo, tobacco abuse and postoperative pain. Concomitant products included betamethasone valerate, celecoxib, citalopram hydrobromide, clobetasol, desonide, fluocinonide, ketoconazole, omeprazole, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), terbinafine, topiramate, tramadol and valaciclovir hydrochloride (valacyclovir mylan). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal infection ("vag. Infect") with vaginal discharge and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), rash ("rash/skin condition: rashes"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("rash/skin conditions type: pruritus"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). In 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), skin disorder ("rash/skin condition"), depression ("psychological or psychiatric problems condition: depression, psych injury"), migraine ("migraine") and headache ("headaches"). The patient was treated with fluconazole (diflucan), metronidazole, nystatin and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, depression, vaginal haemorrhage, urinary tract infection, anxiety, pruritus, dysmenorrhoea, alopecia and bladder disorder outcome was unknown and the pelvic pain, abdominal pain, the last episode of menorrhagia, allergy to metals, rash, skin disorder, urinary tract disorder, vaginal infection, migraine, headache and weight increased had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, headache, migraine, pelvic pain, pruritus, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: received treatment for pain- pelvic/abdominal, bleeding- menorrhagia (heavy menstrual bleeding).nickel allergy, bladder/urinary problems- urinary probs., vag. Infect., vag. Discharge, migraine, headaches, weight gain. She did not follow-up for her 3 month hsg after her essure procedure. Discrepancy noted essure confirmation test(s) conducted: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: urinary tract infection, vaginal discharge, nickel allergy, pelvic pain, weight gain, vaginal infection, abdominal pain, rash, vaginal bleeding, pruritus, depression one lot number is invalid (c06483). Batch no: c06463, production date: 2013-12-14, expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the uterine manipulator when place perforated the right lower uterine segment'), device breakage ('fallopian tube implants were present bilaterally. The left was removed separately in pieces') and pelvic pain ('physical pain\pelvic, pain') in a 36-year-old female patient who had essure (batch no. C06483-inv, c06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement with endometrial ablation" on (B)(6) 2015. The patient's medical history included depression, anguish, menorrhagia, irregular periods, acute bronchitis, myopic astigmatism, bacterial vaginosis, bipolar I disorder, carpal tunnel syndrome, cervicalgia, coccydynia, common migraine, gastrooesophageal reflux disease, hemorrhoids, herpes simplex type ii, human papilloma virus infection, hyperhidrosis, low back pain, major depression, menorrhagia, muscle strain, nephrolithiasis, nicotine dependence, obesity, obstructive sleep apnea syndrome, pap smear abnormal, plantar fasciitis, polycystic ovarian syndrome, vaginal discharge, drug allergy, penicillin allergy, endometrial polyp, abdominal wind, menses delayed, uterine scar, yeast infection of the skin, generalized pruritus and nulliparous. Concurrent conditions included chills, hot flashes, vaginal odor, dysuria, urinary incontinence, incontinence, flank pain, suprapubic pain, vaginal itching, dyspareunia, decreased appetite, chest burning, pruritus breast, localised itching, skin lesion, ear pruritus, lightheadedness, dermatofibroma, dermatitis, seborrheic dermatitis, lichen planus, tinea pedis, intertrigo, tobacco abuse and postoperative pain. Concomitant products included betamethasone valerate, celecoxib, citalopram hydrobromide, clobetasol, desonide, fluocinonide, ketoconazole, omeprazole, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), terbinafine, topiramate, tramadol and valaciclovir hydrochloride (valacyclovir mylan). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal infection ("vag. Infect") with vaginal discharge and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), rash ("rash/skin condition: rashes"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("rash/skin conditions type: pruritus"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). In 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), skin disorder ("rash/skin condition"), depression ("psychological or psychiatric problems condition: depression, psych injury"), migraine ("migraine") and headache ("headaches"). The patient was treated with fluconazole (diflucan), metronidazole, nystatin and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, depression, anxiety, pruritus, dysmenorrhoea and alopecia outcome was unknown and the pelvic pain, abdominal pain, the last episode of menorrhagia, allergy to metals, rash, skin disorder, urinary tract disorder, vaginal infection, migraine, headache, weight increased, vaginal haemorrhage, urinary tract infection and bladder disorder had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, headache, migraine, pelvic pain, pruritus, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: received treatment for pain- pelvic/abdominal, bleeding- menorrhagia (heavy menstrual bleeding).nickel allergy, bladder/urinary problems- urinary probs., vag. Infect., vag. Discharge, migraine, headaches, weight gain. She did not follow-up for her 3 month hsg after her essure procedure. Discrepancy noted essure confirmation test(s) conducted: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: urinary tract infection, vaginal discharge, nickel allergy, pelvic pain, weight gain, vaginal infection, abdominal pain, rash, vaginal bleeding, pruritus, depression one lot number is invalid (c06483). Batch no c06463 production date 2013-12-14, expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added outcome for event abnormal bleeding (vaginal), bladder problems and infection (bladder/ urinary tract/vaginal) type: urinary tract to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, allergy to metals, rash, skin disorder, urinary tract disorder, vaginal discharge, vaginal infection, migraine, headache and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, headache, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic/abdominal, bleeding- menorrhagia (heavy menstrual bleeding).nickel allergy, bladder/urinary problems- urinary probs., vag. Infect., vag. Discharge, migraine, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: lawyer was added. New events- abdominal pain, menorrhagia, rash/skin condition, nickel allergy, urinary probs., vag. Infect., vag. Discharge, migraine, headaches, weight gain, were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.